Event description:
It was reported that the user attempted to pair a new freestyle libre 3+ sensor with the ilet bionic pancreas mobile app after first starting that sensor in the libre 3+ app, resulting in a ¿sensor in use by another device¿ condition that prevented pairing with the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of automated glucose control and use of backup therapy until replacement sensors arrive. User support included troubleshooting and education on pairing requirements for sensors used with the ilet. Investigation of this case revealed that the sensor was already assigned to a different application, which prevented successful pairing with the ilet and necessitated use of a new, unassigned sensor. It was concluded, based on previously established findings for similar reports, that the cause was use error due to initiating the sensor in a non-ilet application prior to attempting ilet pairing.